Manufacturer narrative:
The meter/test strips associated with this complaint has been returned to lifescan; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.

Event description:
On (B)(6) 2016 lay user/ patient contacted lifescan (lfs) and alleged their one touch verio2 meter gave an unknown error message. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that the issue occurred on (B)(6) 2016 at 9am, when the patient received an error asking for the test strip to be replaced. The patient stated she manages her diabetes with pills, diet and/or exercise. The patient confirmed that she took her normal dose of medication (including sliding scale) in response to the product issue. The patient claims she developed symptoms of "drowsiness" 24 hours after the product issue; however the patient denied receiving medical treatment. No other device was used. At the time of troubleshooting, the cca was unable to walked through a retest with the patient and therefore issue was not resolved. Replacement products were sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of a severe injury after the product issue occurred nor did she receive medical intervention. This complaint is being reported because the alleged product issue was not resolved during troubleshooting.